Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had moderate aortic valve insufficiency. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events; however, a specific cause could not conclusively be determined through this evaluation. It was reported by the center that the low flow alarms were due to the body size of the patient. The submitted log files contained low flow alarms when the estimated flow decreased below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log file, and the system appeared to function as intended. The account reported that a low flow software upgrade was performed on the patient¿s primary and backup controllers on (B)(6) 2020, with no issues noted on either controller. It was reported that the low flow software reduced the low flow alarms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 06oct2019. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display (B)(6) through (B)(6) and the hazard alarms (B)(6) and (B)(6). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (B)(6) and (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent low flow alarms despite medical and volume control. The patient had moderate aortic valve (av) insufficiency. It was reported that the cause of the low flows was the body size of the patient. The device was operating as intended. The patient had no symptoms and the plan of care was instructing the patient to intake water as much as possible.